Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 592 mg/dl. The customer had multiple readings from 6pm to 12:30am. The customer had readings such as 552 mg/dl, 390 mg/dl, 322 mg/dl, 233 mg/dl, 168 mg/dl, 98 mg/dl, and 72 mg/dl. The customer was advised to stack insulin that will drop blood glucose. The customer declined to troubleshoot for high and low blood glucose.